Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp. It was reported that device does not register the patient's nerve, it gives false positives. With the simulator it works well, with the patient's it doesn't. No patient impact.